Event description:
A malfunction alarm, identified as malfunction code 9, was reported. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, who provided instructions to reset the pump, which successfully cleared the malfunction. The customer was advised to continue using the pump and to contact support if the issue recurred, which they understood.